Manufacturer narrative:
The hillrom technician found the CPR switch membrane needed to be replaced. It is necessary for the p500 to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm) and testing for joint commission certification. Pm and testing not only meet joint commission requirements but can help make sure of a long, operative life for the p500. Pm will minimize downtime due to excessive wear. Make sure the CPR feature operates correctly. Repair or replace as necessary. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the CPR switch membrane to resolve the reported event. Based on this information, no further action is required.

Event description:
The service technician found the CPR mode was not working. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).